Event description:
Ventilator became inoperative. Tried contacting the customer for pt involvement, no customer call back. The nellcor puritan bennett customer support engineer (cse) inspected the device and replaced the appropriate parts. The unit passed extended self testing.